Manufacturer narrative:
The pneumostat drain in question was not returned and the lot number not provided. Based on the details of the complaint it appears as if the drain was not kept in the upright position. This complaint is part of an associated complaint from the same case whereas the drain had been returned. The returned complaint concluded that the drain was not being used properly to prevent leakage and that there was no issue with the returned pneumostat. The details of the complaint stated that the pneumostat had to be drained multiple times a day as the fluid was regularly exceeding the volume of the pneumostat. The pneumostat drain is a disposable, single patient use chest drain valve for thoracic drainage with 30 ml collection volume. It is indicated for the evacuation of air from the chest cavity and not for larger volumes of drainage. Based on the results of the investigation and the details provided, atrium medical corporation cannot conclude that the device was at fault. The results of the investigation concluded that the drain was leaking because it was not being kept in the upright position as required per the instructions for use. H3 other text : not returned

Event description:
N/a.

Manufacturer narrative:
Additional information: age, sex and weight.

Event description:
N/a.

Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed.

Event description:
Nurse practitioner states that the patient had a pneumostat, with luer lock adapter, attached to a catheter-based chest tube in the hospital and experienced fluid leaking between the blue plastic top and the body of the collection chamber.